Manufacturer narrative:
Other relevant device(s) are: product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for head/neck (non-malignant) and spinal pain. It was reported that the lead had migrated up and was causing the patient to have blurred vision; x-ray imaging confirmed this. There were no known factors that might have led to the issue. The lead was revised back into it¿s normal position via surgical intervention. In result, the patient¿s vision was fine, the programming was perfect, and the patient was satisfied with the pain relief. There were no further complications reported or anticipated.